Manufacturer narrative:
The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Failure analysis revealed that the controller passed functional testing; visual inspection under 10x magnification revealed hairline cracks surrounding power port one (1) and power port two (2). An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. Based on an investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(4), contains a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to address momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller, (B)(4), contains a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to address momentary disconnections. Additional device(s) involved in event: d4. (B)(4) - battery d10. Yes ¿ return date 2017-10-24 h3. Yes h4. 2016-05-24 h6. Method code(s): 10, 23, 38, 3372 h6. Result code(s): 3213 h6. Conclusion code(s): 25 d4. (B)(4) - battery d10. Yes ¿ return date 2017-10-24 h3. Yes h4. 2015-11-03 h6. Method code(s): 10, 23, 38, 3372 h6. Result code(s): 3213 h6. Conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis, (B)(4): controller passed external visual inspection, system running test and all functional checks. Additional products: battery - (B)(4). D10: yes, return date: 2017-12-05 h3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the battery passed visual inspection and functional testing. Additional products: battery - (B)(4). D4 expiration date: 2017-06-30 d10: yes, return date: 2017-12-05 h3: yes h4: mfg date: 2016-06-30 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the battery passed visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017, not returned to manufacturer. Not labeled for single use, (B)(4). Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date: 31-dec-2015, not returned to manufacturer, not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 30-nov-2016, not returned to manufacturer, not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 31-may-2017, not returned to manufacturer, not labeled for single use, (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that review of log files indicated potential power switching events observed on all batteries.  Most the power switching events were on batteries (B)(4) and occurred mainly on port two of controller (B)(4).  The controller and batteries were exchanged.  No patient complications have been reported as a result of this event.